Event description:
The customer reported intermittent problems with the vertical lift. No pt injury was reported.

Manufacturer narrative:
The service rep repaired and replaced the column. System functions as intended.